Event description:
A needle knife was in use during a therapeutic procedure for treatment. It is reported that the needle came off during coagulation. There was no report of death, serious injury or mistreatment associated with this event.